Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Olympus service team received a mdhp100a s/n (B)(6) for the reported failure of intermittent connectivity issue. As a part of the estimation, a visual inspection was performed on the device. No discernible abnormalities were discovered aside from cosmetic wear and tear. Furthermore, functional tests were performed to assess the device. The hand piece failed the break out box test. Based on the evaluation findings, the reported complaint was confirmed. The cause is due to an electrical short between the 5v and gnd lines of the hand plug. Corrective action has been initiated to to address this failure mode. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use there was a communication error with the hand piece. A second hand piece was used. No additional information is available at this time.